Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on april 18, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The ptfe pad was partially worn and torn. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The probe error did not occur when an operator performed the probe check. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of short circuit error is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially worn and torn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part. The short circuit error occurred when the user output with the probe contacted to the non-insulated part, and then the contact marks occurred on the non-insulated area of the grasping section and the probe. This type of probe damage error is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe damage error occurred when the user put an excessive load on the probe. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy, the subject device was used. Before the colpotomy, short circuit error occurred. At the final use of the subject device during the colpotomy, probe damage error occurred. The central part of the ptfe pad was slightly worn. The procedure was completed with a similar device. There was no patient injury reported. On april 18, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.